Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2020-01892, 2210968-2020-01893.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the suture broke mid closure. The surgeon reported some tension existed due to the anatomical configuration of the spine but did not exert unnecessary tension upon closure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pkz475 batch number, and no non-conformances were identified.